Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(shadow in image).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, our technician confirmed that the insertion flexible tube coating damage, the bending rubber leak, the operation channel (primary) cut, the bending rubber cut, the remote control buttons cut, the objective lens scratched, the distal body worn out, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.